Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Additionally, it was reported that resistance was experienced during the fill process. Customer's blood glucose level was 234 mg/dl. Reportedly, customer continued to use the existing cartridge and supplies and successfully completed the load process and resumed insulin delivery.